Event description:
It was reported that after an uncomplicated da vinci hysterectomy procedure was successfully completed, the patient expired later that night.

Manufacturer narrative:
On february 13, 2012, the hospital's operating room director indicated that an autopsy was performed, however, the patient's cause of death was inconclusive. The operating room director also mentioned that toxicology testing was conducted and the results would be provided to intuitive surgical when completed. No other information was provided. A follow-up medwatch report will be submitted if additional information is received.